Event description:
During the procedure, air was aspirated after inserting the sheath, when blood was checked with a syringe to confirm placement. It was checked several times, but no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.